Event description:
At initiation of hemodialysis treatment, a leak was found at one corner of the pressure pillow on arterial blood line. A new blood line was set up and treatment resumed. Estimated blood loss is 145cc. Shortly after resumed treatment pt became hypotensive and light-headed. Pt was placed in trendelenburg position and administered oxygen and normal saline. Symptoms resolved and hemodialysis treatment continued with no further incident.